Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 483 and 373 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/16/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 483 and 373 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is february 2018. The meter memory was reviewed for previous test result history: result 1 :169mg/dl date: (B)(6) 2018 time:08:22am fasting. Result 2 :151mg/dl date: (B)(6) 2018 time:05:12am fasting. Result 3 :200mg/dl date: (B)(6) 2018 time:08:20am fasting. Result 4 :373mg/dl date: (B)(6) 2018 time:08:20am fasting. Result 5 :483mg/dl date: (B)(6) 2018 time:08:07am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/3/2018 resulted in defect found; s button missing on returned meter. Reported defect not reproduced with returned meter and test strip. Final root cause : rc-003 other root cause: s button cover missing due to user/mechanical stress test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.